Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the customer was unable to obtain a rhythm while using the therapy cable/pads combination. Further information was that the patient was having a seizure when the monitoring was attempted. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.